Manufacturer narrative:
(B)(4). Damaged pinion axle support the analysis results found that the ats45 device was received with the clamping mechanism damaged and with a tr45w reload present. The reload was received partially fired and with the lockout spring normal. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic appendectomy procedure, two devices would not function with a white cartridge. They would not open upon pushing the button. The event occurred after the first firing. The exact firing is unknown. No patient consequence.